Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher kinked at the distal section, and the implant not attached to the pusher. The pusher's heater coil showed no signs of activation using a detachment controller. The implant was not returned for evaluation; however, the investigation of the pusher found the monofilament to be damaged. The monofilament experienced a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, there was resistance when advancing the coil implant in the microcatheter and the coil unintentionally detached inside the microcatheter. The coil was removed from the patient and procedure completed using another coil. There was no report of harm or injury to the patient.